Event description:
On 1 oct 2025, it was reported by a distributor via email that an ar-2324bcctt suture anchor, biocomposite swivelock® c vented 4.75 x 19.1 mm, with tigertape® loop suture (white/black) screw was deformed during insertion into tibia in an acl back up fixation case. An additional swivelock was used to complete the fixation. Ar-1678-01, ar-1678-02, ar-2324ptb, and ar-1927ctb were used to prepare the socket. No fragment was left inside the patient. Bone density test was not performed. Case was completed successfully with no patient harm.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
One unpackaged ar-2324bcctt swivelock®, batch 15458493, was received for investigation. Visual evaluation confirmed that the anchor, eyelet, and sutures were not returned for assessment. Functional testing could not be performed due to the incomplete condition of the returned device. As the anchor was not available for evaluation, the complaint allegation cannot be confirmed. Refer to the investigation photographs.